Event description:
**Update**(B)(4) 2013 - legal claim received alleging that the patient suffers from discomfort. There is no new information that would change the outcome of the investigation

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014. Medical records received. Patient was revised to address blood tinged fluid, cysts and inflammation. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Event description:
Litigation alleges patient had lack of mobility and pain after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info: catalog and lot #. Update: (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers the investigation closed.